Event description:
The pt had a 99%, de novo, highly calcified and moderately tortuous lesion in the distal left anterior descending. The lesion was pre-dilated and a 2.5x28mm cypher was implanted. Then a 3.5x18mm cypher was being delivered to the target vessel and the physician felt friction with in the al1 zuma2 guiding catheter at the second curve. The cypher could not be delivered. The physician retreived the stent delivery system form the guiding catheter and confirmed that the stent flared at the distal edge. The physician then decided to use a 3.5x15mm vision bare metal stent. The guiding catheter was changed to a xb3.5 brite tip and the bare metal stent was delivered and implanted at the target lesion without any issues. The procedure was finished successfully. There was no reported pt injury.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the us. However, it is similar to the us cypher sirolimus-eluting coronary stent. The event involved a female with a de novo, highly calcified and moderately tortuous lesion in the distal left anterior descending artery (lad) producing a 99% stenosis. The lesion was pre-dilated and implanted with a 2.50x28mm cypher stent. While delivering a 3.50x18mm cypher to the same lesion the physician experienced friction between the sds and a al1 zuma2 guiding catheter at the second curve. The sds could not be delivered and so it was retrieved from the guiding catheter and the stent was found to be flared at the distal edge. The procedure was then successfully completed with another sds and guiding catheter. There was no reported pt injury. The product was not returned for failure analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. Based upon the info provided, it is not possible to draw a conclusion about a relationship between the device and the event however; there are vessel and lesion factors that may have contributed to it. There is no clear indication that this event was design or mfg related.